Event description:
Champion-af study. It was reported that a cerebral vascular accident (cva) occurred. The patient was enrolled into the cerebral vascular on 27oct2021, and the procedure was performed fifteen days later and a 20mm watchman flx left atrial appendage (laa) closure device was implanted. Sixty five (65) days post index procedure, the patient presented to the emergency department for retinal consultation with complaints of mild central blurred vision in the right and left eye. The patient noted a dark covering in the superior nasal vision creating a blind spot. The patient saw geometric shapes and lines in their peripheral vision only in the dark with closed eyes. The onset date of these symptoms were ten days earlier fifty five (55) days post index procedure. The patient was recommended for sunglass and offered assistance with ambulation. A slit lamp examination was performed, which revealed mild dermatochalasis. The conjunctiva was noninjected and the cornea was clear. The anterior chamber was deep and quiet. The iris of the eye was normal. One to two plus nuclear sclerosis was noted. Fundus examination revealed syneretic vitreous. No vitreous cells were noted. The cup to disc ratio was 0.3. The optic disc was normal. There was inferior whitening of the artery consistent with branch retinal artery occlusion (brao). Macular evaluation demonstrated drusen. However, no hemorrhage or lipid were noted. Peripheral examinations showed no evidence of retinal tears or retinal detachment. Retinal examination then revealed subretinal deposits with the central thickness measuring 264 mu. A fluorescein angiogram was performed on the same day, which revealed a delayed perfusion inferotemporally with late leakage and diffused subretinal deposits. The patient was diagnosed with branch retinal occlusion of the right eye and was diagnosed with an ischemic stroke. The patient was on aspirin (81mg) and apixaban (5mg) at the time of the event. Examination revealed one to two plus nuclear change with corneal surface irregularities in each eye. The fundus exam for the right eye showed inferior whitening of first branch of the inferotemporal retinal arteriole with macular and peripheral drusen in each eye. There was a small amount of inferior retinal hemorrhage in the right eye. Optical coherence tomography (oct) cross sectional macular examination showed subretinal deposits in both eyes with inferior inner retinal thickening in the right eye. Fluorescein angiography showed delayed perfusion inferotemporally in the right eye and diffused staining of subretinal deposits in each eye. Carotid doppler was recommended for a carotid stenosis assessment and consultation with a cardiologist was also recommended including brain imaging. No further imaging was performed. The event was resolved 65 days post index procedure.